Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer experienced nausea, vomiting, abdominal pain and difficulty in breathing due to high blood glucose also gave positive test for ketone. The customer received insulin flow block alarm but insulin pump did not make any sound. The audio options menu in the insulin pump was set to audio and vibrate. Customer reported that they did not hear beeps when audio volume settings were saved. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in insulin pump history.